Event description:
It was reported that the patient experienced burning sensation in the pocket site despite program optimization attempt. It was unknown if the burning sensation was device or procedure related. The patient used ice compression and pain patch for relief. The patient was reported to be doing well. No further action will be taken at this time.